Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. During device analysis, it was found out that the right atrial (ra) lead was oversensing noise. Programing changes were made. The patient was in stable condition.